Event description:
It was reported that the patient presented in clinic for follow-up. The right ventricular lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2021. The patient condition was stable post-procedure.